Event description:
Customer reportedly received results of 597 mg/dl and 145 mg/dl within 10 mins on the advantage system. No blood glucose symptoms reported with these results. No adverse event reported. Requested return of suspect device and replacement was sent.